Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin transmitter exhibited a diagnostics anomaly with regards to the estimated remaining longevity of the promote device. No patient consequence were reported. No additional information was available.